Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Fse showed the system couldn't be powered on from the control room. The pcm power supply input, but output was absent. The pcm power supply was replaced, and the output was verified. Power was restored to the cabinet fan and pcm, and the system powered on successfully and return the part for further analysis, but no failure found. After replacing the pcm power supply, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The patient was moved to another system. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.